Manufacturer narrative:
Follow-up # 1 (04/03/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of "465, 385, 426, 405 and 511 mg/dl" with the subject meter. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. The patient denied developing symptoms; however, for reasons not clear, on (B)(6) 2013, the patient reportedly visited the emergency room (ER). The patient was administered intravenous (IV) fluids and pills (types not specified). Unspecified tests were also performed at the time of the visit. Results obtained with the ER meter were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly may have received medical intervention from a health care professional (hcp) for an acute complication of diabetes after the reported issue began.